Event description:
Customer reported as3000 would not pass leak test and would not display tidal volumes, which may have affected anesthesia monitoring. No patient injury reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of breathing system pneumatic hose. Unit calibrated and safety tested to factory's specifications.